Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported patient was revised on unknown date due to pseudoarthrosis. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 47248403550 62829005 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, 47248402040 62679840 4.0 mm diameter cortical screw - white fixed angle 3.5 mm hex head, 47248403250 62836173 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, 47248403050 62829025 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head. Reported event was confirmed by review of medical records received. Review of the available records identified the initial operation znn placement for osteosynthesis. Due to pronounced inactivity osteoporosis very low bone resistance. Revision for material removal tibial nail, osteotomy tibial shaft, intramedullary nail reosteosynthesis tibial shaft with additive plate osteosynthesis of the fibula. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. A possible contributing factor to the event was the patient's poor bone quality. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a2; b3: b5; d4; d6; h4.

Event description:
It was reported the patient was revised approximately 80 days post implantation due to pseudoathrosis. Attempts have been made and additional information on the reported event is unavailable at this time.